Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, returned device analysis noted that the hypotube was separated; however, it is unknown if this occurred during the procedure or post procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous left anterior descending artery. The 2.8x19mm graftmaster covered stent failed to cross due to anatomy. It is unknown if another device was used. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.